Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, and was hospitalized the same day. The peritonitis was manifested by fever. The cause was reported to be due to translocation of bacteria. On an unreported date, the patient began treatment with gentamycin (daily and dose not reported) ip for peritonitis. The patient was discharged from the hospital after three days. The patient had recovered from the peritonitis. Pd therapy was ongoing. Additional information was requested but was not available at this time. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd896415 and gd896597 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.